Manufacturer narrative:
It was found that an alternate brake pedal had to be used due to a broken/damaged foot end brake roll pin. The brakes would still be able to be fully engaged and disengaged. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the brakes were not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not engaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.